Event description:
It was reported that there was a disconnection between the patient catheter adapter of a minicap extended life pd transfer set and the titanium adapter which resulted in a leak. The event was further described as "came loose while sitting at home, detected fluid and looked down and the catheter came apart". The reporter stated, ¿the transfer set hard to connect to or disconnect from where the transfer set meets the permanent catheter.¿ this occurred during the ¿6th¿ process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed and no issues were observed. Integrity seal surface testing was performed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.